Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cuvette overflowing while troubleshooting qc imprecision issue with customer technical support. No injury was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Event description:
Reportedly, a ring was removed and replaced with a valve. Email from hospital staff dated (B)(6)2010 indicates the following: as per dr. (B)(6) dictated operative report--electronically signed--(B)(6)2010: "one week following the implant, the patient developed a new murmur and new symptoms of heart failure. Echocardiogram showed new moderately severe mitral incompetence, which was felt to be possibly due to dehiscence of a portion of the posterior leaflet." "Inspection of the valve showed that the ring was intact. There was separation of the posterior leaflet where it had been repaired in the midline with the sutures tearing through the fragile leaflet tissue. There was no sign of any infection and the ring was securely attached."

Manufacturer narrative:
Device not returned. The healthcare provider has indicated that the device is not available for return and it will be maintained in the hospital's risk management department.the device history record (DHR) review is in process.